Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose. The customer blood glucose level was 43 mg/dl at the time of incident and the current blood glucose of the customer was 170 mg/dl. Customer report they did not allege insulin pump was over delivering. Customer reported that the reservoir had small air bubbles. Customer reported that reservoir to gather small bubbles into a large one then slowly push on the plunger of the reservoir to remove air bubbles. Customer reported that air bubbles successfully removed from reservoir. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer did not provide any symptoms regarding to low blood glucose episode. The customer was treated with glucose tablet. The customer was assisted with troubleshooting and declined for low blood glucose. The insulin pump will not be returned for analysis.